Event description:
It was reported that low impedance was observed. The device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of impedance anomaly was confirmed via reviewing the real time management trend. The device was tested on the bench and using vats and was found normal. The cause of the field anomaly was not determined but suspected it was due to a lead issue.